Manufacturer narrative:
Consumer soaked lens in hydrogen peroxide and did not use the required lens case.

Event description:
Consumer reported soaking lens in hydrogen peroxide and did not use the required lens case. Consumer experienced burning and pain, rinsed eyes and visited an ophthalmologist. The ophthalmologist did not give a diagnosis. Consumer used an unspecified over-the-counter drop and recovered.